Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. Evaluated handpiece for heating up. Found no signs of handpiece heating up. Handpiece was running noisy during testing and also doing cut test, bur walkout happen. Inspected inside components and found cap damaged due to rotor coming in contact with cap. Also head drive was in pieces when pulled from bottom sheath of handpiece. Rust build up on head drive bearing.

Event description:
It was reported that a midwest e 1:5 ca overheated during use; no injury resulted.